Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 9 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented emergently on (B)(6) 2010 with an acute ruptured aneurysm of unk size. Another MFR's device was placed to reline the aneurx bifurcated stent graft and successfully resolved the aneurysm rupture. No additional clinical sequelae were reported and the pt has recovered.

Manufacturer narrative:
(B)(4). Eval results: (ruptured aneurysm), (not enough info to determine cause of aneurysm rupture). Conclusion: (not enough info to determine cause of aneurysm rupture).